Event description:
It was reported that the epg (external pulse generator) had case damage and needed calibration. There were no patient complications or involvement reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of upper and lower case being broken. It was also noted that the side bail covers, ring cover and battery drawer were broken, the battery release and lead flex cover were contaminated, and the bails and ring were missing.